Manufacturer narrative:
The hyperthermia pump was returned to belmont for investigation. Belmont was unable to confirm the reported system error 204 (heater power I/o fault alarm); the unit performed according to specifications upon receipt. In the event of a "heater power I/o fault" alarm (system error 204), as reported by the customer, the hyperthermia pump sounds an audible alarm and displays an alarm message with instructions for corrective measure. When the hyperthermia pump recognizes a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. Without the ability to reproduce the reported alarm, a root cause cannot be established. It was reported that the procedure was postponed and the unit was not used; there was no injury to the patient.

Manufacturer narrative:
The hyperthermia pump involved in the incident has been returned to belmont for investigation; evaluation of the unit is in process. In the event of a "heater power I/o fault" alarm (system error 204), as reported by the customer, the hyperthermia pump sounds an audible alarm and displays an alarm message with instructions for corrective measure. When the hyperthermia pump recognizes a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. Without results of the investigation, a root cause of the reported alarm cannot be established. It was reported that the procedure was postponed and the unit was not used; there was no injury to the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the hyperthermia pump exhibited a system error 204 (heater power I/o fault alarm) at the beginning of a hyperthermic protocol case.